Manufacturer narrative:
D10: 300-62-02 - stemless humeral comp integrip, cage, size 2 a154700. 310-61-50 - stemless humeral head 50mm x 19mm x beta a393229. 314-13-34 - equinoxe cage glenoid l, post aug, right 6462560. 319-01-32 - steinmann pin sterile 3.2mm x 178mm a006343. 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack a412012. 531-78-20 - shouldr gps hex pins kit a539317. A10012 - gps implant kit v2. 06000222182. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years and 4 months post the initial right total shoulder arthroplasty, the patient experienced subscapularis tendon failure and everything was removed and revised into a reverse shoulder. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.